Event description:
Procedure type: gastrectomy. According to the reporter: the orvil was passed trans-orally by the anaesthetist. When the suture was cut. The orvil did not flip to a horizontal possible. It remained tilted. Therefore, the orvil anvil was removed and ppceea was used to complete the anastomosis (the use of an orvil was aborted). The tilted position of the orvil did partially split the esophagus at the staple line. Due to the anvil not flipping to a horizontal position, partial damage was caused to the oesophagus at the staple line. This meant that the ppceea had to be inserted higher up in the esophagus and more tissue had to be captured into the pursestring than intended. The incision into the diaphragm was made to staple higher in the chest, this incision would not have been necessary of the device had worked. No reinforcement material was used. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).